Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -there was a leakage from the insertion section due to the breakage. -the resin of the bending section rubber was floated. -the insertion section, adhesive on the distal end, boot, control section, universal cord, and light guide lens were damaged. -the fiber was broken. -the angulation was insufficient due to the stretch of the angle wire. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus due to a malfunction in the insertion section. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.